Event description:
The patient spouse reported that the patient bent over and fell and grabbed the table. They also reported that it felt like shocks going through the body and it took a little while for the patient to feel better. The device remains use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.